Manufacturer narrative:
No blank display noted. Device received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor had moisture damage and force sensor was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to test for insulin flow blocked alarm or no delivery alarm due to critical pump error (open book image). The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen had open book image error. The customer received insulin flow block alarm before the open book image was displayed on the screen. The customer was unable to troubleshoot for insulin flow blocked since the pump was not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.